Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator reported that they were not feeling well. Technical services (ts) review of the presenting electrogram noted what was possibly loss of capture. It could not be determined if loss of capture was only occurring on one lead or if fusion beats were being recorded. Left ventricular impedance had also been decreasing. Ts recommended further evaluation. No adverse patient effects were reported. This device remains in service.